Manufacturer narrative:
The device was returned for analysis. There was a circular depression in the distal insulation between the tip and ring 1; the insulation did not appear to be breached. Dried body fluid was present on the distal shaft. Continuity checks were performed manually using a multi-meter and breakout box. The thermocouple/magnetic sensor/ and resistor ID resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed which confirmed that the magnetic sensor measured within specifications. The device tip was placed in 37c de-ionized water with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. De-ionized water was pumped through the device for approximately 30 minutes. The mini electrodes were cleaned with a foam brush tool and dried. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.6716 psi, 0.5210 psi, 0.8503 psi. The distal end was measured, starting with 15 psi. Pressure decay values were 0.0078 psi, 0.0423 psi, and 0.0085 psi. The device underwent pre-soak and post-soak hdx testing. One d06 temp error was initially observed when connecting the device after soaking. After clearing error, the standby temperature in the saline tank displayed as 29-38 degrees celsius on maestro (note, this is abnormally high.) During the post-soak neutral ablation, temperatures varied from 42-48 degrees celsius. During post-soak right curve ablation, temperatures varied from 36-45 degrees celsius. During post-soak left curve ablation, temperatures varied from 35-42 degrees celsius. All temperatures observed were abnormally high. All hdx and maestro testing was performed with a room temperature saline supply and a room temperature ablation reservoir (~20-23 degrees celsius.) In addition, noise testing in the post-soak conditions failed current device specifications on the distal d-2 and proximal 3-4 conventional bipoles. Amplitudes as high as 14 mv were observed on the distal d-2 bipole, and 0.5 + mv on the proximal 3-4 bipole. Mini bipoles observed up to 0.2 mv peak to peak noise with low frequency, pump related vibrational signatures. Finally, no tracking issues (not reported) were observed during any of the pre or post-soak ablations. The leak test was repeated. Continuity checks revealed no electrical shorts as checked manually using a multi-meter and breakout box. Ring 2 was found to be electrically open in the straight and left curve positions. The proximal and distal sections of the device were separated. The pressure decay starting at 15psi for the proximal end measured 0.0115 psi and 0.0083 psi and for the distal end 0.0.0185 psi and 0.0143 psi. The handle was opened. The proximal insulation sheath was removed. No abnormalities with the guide coil coating were noted. There was a twist in the thermocouple. The distal shaft was cut proximal to ring 3 and leak tests were repeated with the following results: distal end with rings was equal to 0.0082 psi, 0.0015 psi, and 0.0000 psi. Distal end without rings was equal to 0.0351 and 0.0303 psi. X-rays revealed at least 4 more twists in the thermocouple wire for a total of 5; two twists in the handle, one in the proximal shaft, one near the butt bond and one between r2 and r3 in the distal end. The distal end with the electrode rings was dissected. Both the r2 and r3 signal wires were fractured near their electrodes; a piece of each wire was attached to the weld. Both wires appeared to have been corroded at the fracture. The thermocouple twist located between ring 2 and ring 3 had insulation missing exposing bare wire. There were debris in the inside of the insulation sheath. Tubing to seal off the irrigation ports and mini electrodes was placed on the tip. The entire distal piece was submerged in water and at 15 psi of pressure, no bubbles were produced.

Event description:
Reportable based on device analysis completed on 24sept2019. It was reported that the catheter temperature sensor broke. During an ablation procedure, while in the left atrium, the temperature sensor broke on the intellanav mifi open-irrigated catheter, and a temperature error appeared. The connection cable was replaced with no resolution of the error. The ablation generator and connection pods were also reset, but the issue persisted. The catheter was replaced with another of the same kind, resolving the issue. The procedure was completed successfully with no patient complications. However, device analysis revealed evidence of fluid ingress in the distal end.